Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the stent was returned deployed with a syringe (deployed outside of patient by operator), the sdw (stent delivery wire) distal dip was seen to be kinked, the stent was seen to be broken, the stent was seen to be deformed, the introducer sheath was returned intact. A functional test was not carried out as the stent was deployed and broken. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. He reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Addition information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'after the stent was delivered to pass the lesion and reached proximal of the microcatheter, resistance was encountered, and it could not be advanced any more. After several tries the operator withdrew the microcatheter together with the stent and deployed the stent outside patient's body'. The stent was returned for analysis already deployed as explained in the event description. The stent was deformed and broken. The stent delivery wire was returned and was kinked, and the introducer sheath was undamaged/intact. The as reported code as well as the as analyzed codes listed in the grid below will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during aneurysm embolization case resistance was encountered when the stent (subject device) was delivered to pass the lesion and reached proximal of the microcatheter. Analysis of the returned device found the stent (subject device) was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event.